Event description:
Reportable based on device analysis completed on (B)(6) 2022. A 5mmx8cm idc was returned with no reported issues. However, device analysis revealed that the interlocking arm was detached.

Manufacturer narrative:
Device eval by manufacturer: device analysis revealed that only main coil were returned for this complaint. The coil was kinked and stretched. No more damages were found in the returned device. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The interlocking arm was detached. The part was not returned. Dimensional inspection of the main coil revealed that the components were within specification.